Event description:
It was reported that the insulin pump alarmed no delivery at least twice. The blood glucose reading was 450 mg/dl at the time of the event, and the customer treated with manual injection. The most recent blood glucose reading was 250 mg/dl. Upon troubleshooting, insulin did exit the tubing during a fixed prime. The customer's mother stated that she did not feel comfortable with the insulin pump and requested its replacement. She declined troubleshooting for high blood glucose, advising that the customer had been treating manually. She also reported that insulin squirted out during the prime process. Advised replacement of the insulin pump per her request. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The no delivery alarm could not be verified due to the prime anomaly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.